Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue; however, a different issue was identified.